Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
On (B)(6) 2019 customer allegedly received the following results, with two different meters, within 10 minutes: 104 mg/dl (compact plus) and 217 mg/dl (aviva). On (B)(6) 2019 customer allegedly received the following results, with two different meters, within 10 minutes: 134 mg/dl (compact plus) and 308 mg/dl (aviva). No adverse event reported. Return of the suspect device was requested for evaluation.